Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found the biopsy channel clogged with foreign material during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain in the channel. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope allegedly had rubber particles dropped out of the biopsy channel. There were no reports of patient harm associated with this event. Additional information has been requested regarding this event; however, it has not been received.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. The device evaluation found the following: the suction cylinder had no color, switch 1 had a pinhole, the scope connector case unit had a scratch, due to a burn on the plastic distal end cover the insulation resistance value at the distal end did not meet the standard value, due to a crack on the light guide lens the illumination was uneven, due to adhesive peeling around the objective lens a flare occurred, the image guide protector had a cut, the plastic distal end cover had a scratch, the adhesive around the objective lens had discoloration, the objective lens was shaved, the light guide lens had a crack, the adhesive on the bending section cover rubber had visible thread, the connecting tube had a wrinkle, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
Additional information indicates that during a normal gastroscopy, the endoscope lost a black ring-shaped rubber part. There is no suspicion of negative influence on patient or examination quality.

Manufacturer narrative:
Correction: the previous medwatch reported that the customer returned the device without reprocessing which caused the foreign material to remain in the channel which is not considered a reportable event; however, new information indicates this event is once again reportable due to potential adverse impact to the patient. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to reproduced by olympus. Furthermore, no debris was found during manual cleaning, and the channel was not inspected because the insertion tube was damaged, so the channel was replaced as well. The event can be detected/prevented by following the instructions for use which state: "3.8 inspection of the endoscopic system [inspection of the instrument channel] 1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end." Olympus will continue to monitor field performance for this device.